Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Only the proximal segment of the lead was returned totaling 18.5 centimeters. The returned portion of the lead was determined to have been electrically continuous. X-ray examination revealed that the coils were slightly stretched underneath where the suture sleeve was tied down. The clinical observation was not able to be confirmed.

Event description:
Subsequent information indicates that this lead was returned to boston scientific for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was reported to be fractured. An xray was performed, which confirmed the fracture. Noise was observed on the right ventricular (rv) lead, which was reproducible when patient was laying down. The device was reprogrammed to decrease sensitivity and the noise was no longer sensed. The patient would continue to be monitored. To date, no adverse patient effects were reported with this clinical observation.